Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the main seal was pinched. It was found that the display wires were pinched, and the insulation was compromised. Additionally, the upper case was dented. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the gasket on the external pulse generator (epg) had become separated from body. The epg has been returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.